Event description:
It was found upon inspection of the returned loner kit from hospitals, that there is a crack at inner side of the grip parts of the k-wire cutting pliers. There were no reports from the hospitals on the issue. Therefore, there was no info how the cracks had occurred.

Manufacturer narrative:
Investigation in progress, but not yet complete.